Manufacturer narrative:
(B)(4).

Event description:
It was reported that a procedure was taken place due to dislodged left ventricular lead. No further information was available. No patient symptoms were reported.